Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the incident. There are many possible factors involved with this type of issue. Most likely the procedure along with the condition of the patient was a significant factor in the event. Bleeding is a known complication of papillotomy. The disease state of the patient, endoscopic technique, coagulation needs, etc. All played a role in the delayed bleed. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator). A papillotomy was performed to extract a stone from the bile duct. No information was provided involving the accessories or settings used in the procedure. A day after the stone extraction, there was secondary bleeding from the papilla. An adrenaline injection and four plastic stents had to be inserted to stop the bleeding.